Manufacturer narrative:
Follow-up information received on 09-feb-2015 - (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a reported lack of efficacy (one tube was not closed). However, the event rather was caused by the device misuse (had 2 coils in her right tube) than a lack of efficacy of the device. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. The event, interpreted as genital bleeding, is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported that one tube was closed and the other wasn't. So she had 2 coils in her right tube. The pain was horrible and she had cryoablation done after bleeding wouldn't stop that made it worse. At that moment, she has cluster headaches and is still bleeding and the foul odor is more than she can bear. Given the available information and event's nature, causality is assessed as related to essure and since intervention was required (cryoablation) the case is regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude ((B)(4)) in united states on (B)(4) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that one tube was closed and the other wasn't. So she had 2 coils in her right tube. The pain was horrible and she had cryoablation done after bleeding wouldn't stop that made it worse. Now, she has cluster headaches and is still bleeding and the foul odor is more than she can bear. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. The event is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported that one tube was closed and the other wasn't. So she had 2 coils in her right tube. The pain was horrible and she had cryoablation done after bleeding wouldn't stop that made it worse. At that moment, she has cluster headaches and is still bleeding and the foul odor is more than she can bear. Given the available information and event's nature, causality is assessed as related to essure and since intervention was required (cryoablation) the case is regarded as incident. Technical analysis has been requested.